Event description:
It was reported that during a da vinci-assisted distal pancreatectomy procedure, the harmonic ace instrument was used for a surgical task for approximately a few minutes. The instrument was removed for intraoperative cleaning and then reinstalled back inside for reuse; however, inspection identified a missing teflon pad. User alleged that the teflon pad was intact during cleaning. Surgeon inspected the patient's body thoroughly for fragment that possibly fell inside the patient; however, nothing was found. At this time, the location of the missing instrument fragment is unknown and it is unclear if the fragment actually fell inside the patient and was retained. The user completed the procedure using the backup instrument. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the instrument was inspected prior to use and no damage or anything out of the ordinary identified. The surgeon did not notice any issue with the functionality of the instrument during the surgical procedure. The instrument did not collide with any other instruments or other hard material during the surgical procedure. The surgeon and nurses was unable to confirm whether piece actually fell inside the patient's body. After the instrument was removed and cleaned, it was inserted back into the patient's abdominal cavity. When the surgeon performed a test, the "plastic spacer" had disappeared. The nurse searched the sterile operating table and was unable to find the missing piece. After careful multiple searches inside the patient's body, flushing, "no plastic spacers of the associated instrument was found." The surgeon indicated that the missing piece likely did not fall inside the patient's body. No post-operative tests like an x-ray or ultrasound required.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigation identified a damaged teflon pad. A piece measuring approximately 0.102" x 0.415 was not returned with the instrument. The known cause of this issue is attributed to mishandling and misuse. A review of the system logs confirmed the occurrence of a da vinci-assisted distal pancreatectomy procedure on the reported event date of (B)(6) 2021 using system sk3989. Instrument log information for the harmonic ace instrument (lot# l90210725 / sequence 0136) associated with this event confirmed usage on the reported event date of (B)(6) 2021. Instrument is single use, thus no subsequent use recorded. A review of the submitted images was performed by an intuitive surgical, inc. (Isi) regulatory post market surveillance (rpms) analyst. The following additional information was provided: the images shows the instrument tip with missing teflon pad. No conclusive determination can be made based on this analysis. This complaint is considered a reportable adverse event and malfunction based on the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the user identified a missing teflon pad on the harmonic ace instrument. A fragment from the missing piece possibly fell inside the patient, and was not found. Failure analysis confirmed a damaged teflon pad indicative of instrument mishandling and misuse. The broken piece was not returned for evaluation. At this time, the location of the missing instrument fragment is unknown and it is unclear if the fragment actually fell inside the patient and was retained. In addition, the root cause of the customer reported failure mode remains unknown.